Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant extension was implanted in the treatment of a aortic ulcer. It was reported that during the index procedure, it was decided to be perform arterial isolation. After the conventional catheter guidewire implantation, the enew2828c80ee stent graft was delivered, and the stent was successfully deployed. It could be seen from perspective imaging, that the shape of the stent was reportedly not normal after it was deployed. It was thought that the shape of the stent was irregular in the lumen of the blood vessel. As it was thought that the stent would cause further thrombosis if left implanted, it was decided to explant the stent through open surgery, and replace it with an artificial blood vessel in the diseased vessel of the patient. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Evaluation summary: the stent graft limb was returned almost fully cleaned. No angulation was observed. No significant integrity issues were noted on the returned limb. From a review of the films provided, the reported stent graft deformation / expansion issues were confirmed; however the cause of the event could not be determined from the films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre- implant anatomy. A video showing deployment of the device in the patient was also not provided for assessment. Use of the device in this off-label manner, without implantation of a bifurcate also, has not been tested. Although the diameter of the iliac vessel is unknown, it is possible that the use of a 28mm extension limb in the patient¿s iliac artery may have been oversizing. No other obvious stent graft issues were observed in the films provided or from the returned explant. From the examination of the returned device and clinical information provided, the exact cause of the reported event cannot be determined, however it appears possibly the use of the device in an off-label and unintended manner may have contributed to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Evaluation summary: the reported stent graft deformation/expansion issues were confirmed on the films provided; however the cause of the event could not be determined from the films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. A video showing deployment of the device in the patient was also not provided for assessment. Use of the device in this off-label manner, without implantation of a bifurcate also, has not been tested. Although the diameter of the iliac vessel is unknown, it is possible that the use of a 28mm extension limb in the patient¿s iliac artery may have been oversizing. No other obvious stent graft issues were observed in the films provided. If information is provided in the future, a supplemental report will be issued.